Manufacturer narrative:
Additional information was received that no further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had not turned on the stimulator as it causes pain. It was also reported that patient was experiencing multiple strokes and frequent headaches. The patient felt that the scs in the cervical spine was the cause of the headaches as the leads were not placed correctly. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2015 additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient had not turned on the stimulator as it causes pain. It was also reported that patient was experiencing multiple strokes and frequent headaches. The patient felt that the scs in the cervical spine was the cause of the headaches as the leads were not placed correctly. The patient will undergo an explant procedure.